Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 204 mg/dl, 143 mg/dl, and 104 mg/dl. No adverse event reported. No test strips were available to be returned. Replacement device and test strips were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.